Event description:
It was reported that the sys displayed a collimator potentiometer error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and tightened a cable connector. The sys operates as intended.